Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while disconnected from the ilet. The pt had disconnected from the device the previous day as they felt like "they were about to pass out" and believed insulin was not being delivered. The pt later called for assistance, and successfully resumed insulin delivery after completing a guided change of the 23" 6 mm steel contact detach infusion set; the user also administered subcutaneous insulin by pen during the events. Symptoms included hyperglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no specific findings. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.